Event description:
It was reported during remote follow up that the pacemaker exhibited noise reversion episodes and high capture thresholds. The physician expressed concern regarding how that high output mode does not have an associated alert. The device will continue to be monitored. There were no patient consequences.